Event description:
It was reported to philips that the wired footswitch was defective. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a diagnostic procedure. The procedure was completed as planned, by using wireless footswitch. The philips remote service engineer (rse) examined the system remotely and confirmed that the wired footswitch was not working. The rse reviewed the logfile and confirmed that the wired footswitch was defective. To resolve the reported issue the rse suggested for replacement of the wired footswitch. The customer ordered and replaced the wired footswitch on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.